Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire patient experienced on (B)(6) 2015. Distributor reported that upon sensor deployment, patient advised sensor wire was absent from underside of the sensor pod and was not found in the applicator. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.